Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) dialed into the station and successfully logged in without any delays, then accessed the server to verify that the station upload was current and confirmed there were no communication issues. The customer verified that the issue was resolved, and the case was proceeded to closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server station kept spinning upon login. The station was rebooted, but nothing worked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.